Manufacturer narrative:
Device evaluation a visual inspection of the balloon found a twist approximately 8.4cm from the balloon tip. The proximal markerband positioned under balloon bond. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. Inner appears stretched and an 0.018¿ guidewire was loaded through the luer. Guidewire can only be loaded approx. 11cm past the balloon bond. An indeflator with pressure gauge was used to inflate the balloon to nominal pressure of 6 atms and the balloon inflated, twist is still evident on the balloon. The balloon was inflated to rated burst pressure of 14 atms and the twist disappeared. The balloon was deflated without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific xtreme pta balloon during procedure to treat a little calcified lesion in the mid popliteal artery. The vessel was little tortuous with 5mm diameter. A medtronic inflation device was used. A 50% saline/contrast was used forinflation fluid. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that the balloon did not inflate properly at an acute point (possible balloon twist but cannot be certain). The balloon was removed from patient and inflated it and fault was still present. It could not be confirmed that it was a ¿balloon twist¿ in vitro. It gave an appearance of an acute stenosis. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The device was safely removed from the patient. No vessel damage noted. The balloon was removed and a non-medtronic balloon was used to complete the procedure. There was no patient injury.